Event description:
Anterior x-ray taken to check placement of anterior plate and screws. Foreign object noticed on x-ray. Pt reopened. Piece of metal removed. Metal broken off of implant holder. Post x-ray negative for foreign object.